Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system ((B)(6)), ruler ((B)(6)), camera (panasonic lumix dmc-zs5) drawing(s) referenced: (B)(4) as found condition: the solitaire fr revascularization device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. The packaging and introducer sheath was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the solitaire fr pusher. The marker coil was found undamaged. No irregularities were found with the solitaire fr attachment zone. The solitaire fr stent non-working (tear drop) length struts were found kinked and one of the struts was found broken. The working length struts were found in good condition. All finger markers were found undamaged. Testing/analysis: the separated end was sent out for sem testing. The strut thickness was measured to be 63.44m by 110.87m, which is within specification (specification: 45.0m ¿ 77.5m by 100m ± 20m). Sem report: ¿the broken end failed via fatigue then overload.¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿teardrop strut damage/broken¿ and ¿kink/damage¿ were confirmed. Kinking of the stent is typically caused by advancing the device against resistance. However, the customer reported damage out of packaging, therefore, the cause could not be determined. It is possible that the damage could have occurred during preparation, during removal from packaging or during production. There was an indication that the event could potentially be related to a manufacturing issue, therefore, a device history record review will be performed. (B)(6) (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that before the surgery, the surgeon pushed out the stent to check, and found that the end of the stent body was partially detached at the pushing guide wire, causing the stent to kink. It was reported that the stent was damaged out of package. The reported device and any accessory devices were prepared as indicated in the IFU. It was noted that the event was not associated with a patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that there was no damage or evidence of tampering to device packaging. The damage was unnoticed, the surgeon found a problem with the tip end of the stent before the operation.